Event description:
It was reported that the implantable neurostimulator (ins) and the pocket adaptor were explanted and replaced due to erosion at the pocket. The reporter stated that 18 months after the device had been implanted, a decubitus without infection was noticed at the pocket and both the ins and pocket adaptor were then replaced. It was noted that the adaptor was placed on the side of the ins instead of under. The patient status was noted to be alive without injury and it was noted that there were no problems to the patient due to this issue. If additional information becomes available, a supplemental MDR while be submitted.

Manufacturer narrative:
Product ID 64002, serial# unknown, implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type adapter. (B)(4).